Event description:
Complainant alleged that during biomed testing, the device displayed an "ECG monitoring failure" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to an approved service provider for evaluation. The customer's report was observed during review of the device activity log. However, the device was subjected to full functional testing without duplicating the report. The defib receptacle and multifunction cable were replaced as precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.